Manufacturer narrative:
The customer found that valve vl6 was faulty. The customer replaced valve vl6, which repaired the erroneous results. (B)(4)

Event description:
The customer reported the coulter lh 750 hematology analyzer was generating low hemoglobin (hgb), mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration results on patient samples. Printouts received indicated two samples drawn and cycled recovered low hgb, mch, and mchc results compared to a rerun on the same analyzer on the same day. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.